Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's infusion set was pulled out multiple times due to the pump case clip and orientation. The customer's blood glucose reached 354 mg/dl.